Manufacturer narrative:
On february 9, 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured and received incomplete. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device and clarifying information received on (B)(6) 2022, mentor became aware that the correct suspect medical device was a 375cc mentor memorygel breast implant catalog: 3503754bc with lot: 5764534 sn: (B)(6) a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, post-procedure. The ruptured was diagnosed via physical and visual examinations. As a result, the patient underwent removal and replacement with a 415cc mentor memorygel breast implant (catalog: shpx415 lot: 9611623 sn: (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).